Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, her vision was not corrected. The consumer is unhappy because she is having to wear glasses. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 01/30/2012, 02/07/2012, and 02/23/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).